Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant, the patient experienced a low heart rate at night. Pacing below the lower programmed rate was also observed with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.